Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, increased capture threshold was noted on the right ventricular (rv) lead due to a dislodgement. An electrophysiology lab confirmed that the rv lead was dislodged. A lead revision procedure was performed to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received indicating that the prior to the revision procedure, the dislodgement caused the rv lead to detect the signal from the ventricle and atrium. This resulted in inappropriate therapy. The event was resolved when the rv lead repositioned.